Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. As received, the electrode belt failed the te recognition test. The cause for the failure was isolated to a pinched pulse wire in the cable connecting the front therapy electrode, ECG a and b. The pinched wire caused a short with the pca. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned the electrode belt sn (B)(4) and reported that the electrode belt had non-functional therapy electrodes.